Manufacturer narrative:
This supplemental report is being submitted to provide customer response and updates . Please see updated sections: b5, e1, e2, e3,g3, g4, g7, h2, h6 and h10.

Event description:
It was reported that the crack in the lid was observed by clinical engineering during inspection. The crack was small and was not noticeable to the end user. The crack did not affect the use of the equipment and was immediately replaced. No other parts were replaced. No fluid leakage was observed. No patient injury, infection or positive cultures occurred due to the lid being cracked. The lid is not available to be returned as it has been disposed of. It is unknown how often the minimum effective concentration is being checked. There were no abnormalities or damage observed. One to two scopes are being reprocessed per cycle. Annual preventive maintenance is being performed on the oer-pro. Daily maintenance is also being performed. The instruction manual for use is being used. No errors, alarms or alerts were received.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR), service repair history record (srhr) and investigation conclusion. Please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of DHR on the subject device noted that it was shipped in accordance with specifications. Repair history review determined that the subject device has not been repaired in the past year. The cause of the event cannot be conclusively determined. Possible cause could be that the lid was contacted with a scope when it was closed, something hard hit the lid. Design of the device or manufacturing, cannot be confirmed as factors to cause of the event. Although it was presumed the event was due to the user handling, it cannot be conclusively concluded. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: in case cracks occurred on the lid, abnormality is detectable by conducting inspection of the unit. Before use inspect the lid and lid packing. Before using the equipment, always check that there is no irregularity on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Per the request of the olympus trained biomedical engineer and as discussed with technical assistance customer support engineer, replacement parts were shipped to the user facility and parts were received on (B)(6) 2020. To date, there are no other issues reported, it was likely that the reported issue was resolved. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during inspection, the oer-pro was found with cracked lid. There was no patient involvement on this report, no user harm or injury was reported.